Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-02761) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was explanted due to premature battery depletion.